Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing lead impedance and lead noise were observed. Noise could not be reproduced in clinic. The lead was capped without an issue.